Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. MDR report for fielder xt guidewire will be submitted separately as MDR # 3003775027-2016-00047. Importer received this information on 03/08/2016. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not available for manufacturer's investigation. Lot history review could not be conducted since lot information was not available. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. Based on the information reviewed, there is no indication of a product deficiency. With the obtained information, it was reported that the dissection occurred during the initial part of the procedure and was done purposefully. It is not clear if the subject guidewire or the additional devices used in the procedure caused or contributed to the vessel condition and subsequent perforation. The astato 30 guidewire successfully crossed the lesion/dissection and was used to assist with the placement of four planned covered stents. Warning section of the IFU describes; -this device must be used only by a physician who is fully trained in pta treatment. -observe movement of this device in the vessel. Before this device is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the device without observing corresponding movement of the tip, otherwise the device may be damaged and/or vessel trauma may occur. - for astato and treasure series only: astato and treasure series have stiff distal end. Operate these guidewires carefully so as not to injure the blood vessel, observing information in these instructions. The higher torque performance, stiffer ends and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guidewire. Therefore, use the most flexible guidewire that will treat the lesion and take due care to minimize the risk of perforation or other damages to blood vessels.

Event description:
It was reported that an attempt was made to cross the occluded right anterior tibial artery with a fielder xt guide wire via intentional dissection of the intimal layer of the vessel, then via advancement with a catheter, however, both devices failed to cross and a perforation occurred. Reportedly, perforations occasionally occur when attempting to cross an occlusion via intentional dissection with a wire. The target vessel was able to be accessed using asahi astato 30 guidewire from a different vascular approach. At that point the vessel was too damaged and vascular integrity could no longer be maintained, despite prolonged inflations up to 25 minutes during using an unspecified balloon. Multiple stents were used to try to buttress the existing dissection flaps, but the extravascular leak remained. Four covered stents were implanted. After implantation of the four covered stents, bleeding decreased, but did not completely stop. The stent grafts reportedly did not leak; the perforation was larger than the quantity of stents available on-hand. Poor flow in the proximal vessel resulted in self-occlusion of the perforation and additional stents were ultimately not needed. The perforation was successfully sealed, as evidenced clinically by stable calf muscle examination and no evidence of compartment syndrome. Reportedly, the patient did well and was discharged the following day.